Event description:
It was reported that during a difficult stone removal procedure, the dr went into the pt's kidney with a stone basket and tried to pull the stone down the ureter. In the process, the basket became lodged mid-ureter and when the dr tried to move the basket down the ureter, it broke and the basket and a 1 cm piece of wire were left lodged mid-ureter. The dr went back in with grasping forceps and tried to grab the basket without success. The dr then inserted a holmium laser and blasted the stone inside the basket. The pt was then transported by ambulance to another facility to have the stone basket with wire attached removed. It was later reported that the stone basket was removed with grasping forceps, and the pt was doing fine and has been released.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record found nothing that may have caused or contributed to the reported event. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however, the physician should use the technique most appropriate for their individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. Baseline report previously filed.